Event description:
The customer reported that the system would not power on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed a phone investigation. Fuses were replaced. The system was tested and found to be working as intended and put back into service.